Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter, translated from spanish to english: a leak occurred while using the bd texium male luer lock (ref: 10012241). I can't specify the batch used, but it's probably (B)(4). Additional information received from the customer: was the device being used in/on the patient when the problem occurred? Yes. Was the patient or user harmed? Unknown. It happened in another unit outside our pharmacy service.

Manufacturer narrative:
No 10012241 sample was returned for investigation. The customer reported that the affected sample was from lot 25025395 and that "there was a leak when using the bd texium closed male luer". The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25025222 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the texium product in the past 12 months.

Event description:
No additional information.